Event description:
It was reported that post implant of the leads, the patient developed ventricular tachycardia (vt) and ventricular fibrillation (vf). It was further reported the arrhythmia may be related to lead integrity problems and possible broken leads. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary the full lead was returned, analyzed no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.